Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient said the device is very close to the surface. The patient stated that it started to turn black and blue 3 to 4 months ago. Patient said it burns specially when sitting and it sends the sensation down the leg. The patient said she had the device off and that the healthcare provider said that it looked like it can be taken out. Patient said the device started burning and it turned black. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient felt a burning sensation, maybe 2 years after her implant. The patient stated they moved the ins from the right side to the left side. The patient does not know if it is a new ins or the same ins. The patient stated "like 4 weeks ago" she felt the burning sensation again. The patient turned stimulation off and still feels the burning. It was recommended that they follow up with their healthcare professional to discuss the burning. No further patient complications are anticipated or expected as a result of this event.